Event description:
Information was received indicating that this ambulatory infusion pump exhibited a no cassette alert. At this time it is unknown if this occurred while in use with a patient or if it interrupted therapy in any way. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found all labels intact and the device in good condition. A review of the event log found no evidence of an issue. Use testing found that the reported issue was unable to be duplicated; pump worked according to manufacturing specifications. Based on the evidence, no problem was found with the device.